Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that therapy was inappropriately withheld on an episode of ventricular tachycardia (vt) due to an algorithm. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.